Manufacturer narrative:
Upon return, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. Review of the device memory confirmed that low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this patient's device displayed a fault code#1003. Ts discussed the issue and recommended device replacement. Subsequently, boston scientific received information that the field representative contacted ts to report that this patient was admitted into the hospital and a device replacement procedure had been scheduled. The field representative informed ts that according to the patient, the device was generating beeping tones. The patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident. According to the implant form, fault code#1003 and fault code#1007 had been displayed. The device is enroute to boston scientific for laboratory testing.